Manufacturer narrative:
A surgery database performance verification was conducted on this system and determined the laser performance factors analyzed were operating within specification. Determination of root cause: assessment: the conclusion of the device investigation indicates the system performed within specifications during this patient's surgery. Non-product factors including patient response to the laser ablation, patient healing characteristics and preoperative patient selection could not be reviewed as the surgeon declined to provide any patient information. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the reported overcorrection. However, the non-product related factors mentioned above could not be ruled out and may have been contributors.

Event description:
A systems operator reports 5 patients with overcorrections following lasik surgery. The surgeon declined to provide any patient information, so the amount of the overcorrections is not known. This patient is being reported under manufacturer's report #1061857-2006-00231. The other 4 patients are being reported under manufacturer's report#: 1061857-2006-00227, 1061857-2006-00228, 1061857-2006-00229, 1061857-2006-00230.